Event description:
Received an electronic report from a dialysis clinic, who reported pt became ill, lightheaded and required medical intervention. The facility was contacted and additional information on this incident was received. It was learned that within 10 mins from the start of the therapy, the bp dropped to 104/69. The pt then proceeded to go unresponsive and went into respiratory arrest. The staff laid him back, and a code was called, 911 was called, and an AED was applied, and oxygen administered. The staff infused 200 ml of ns and also returned his blood and recirculated his treatment set. The pt recovered and was advised to go to the ER, but he refused. The rn thought this incident was more of a hypoxic event but later decided it was a reaction to this dialyzer. The pt was alert, so the staff proceeded to resume the dialysis tx with use of the same lines and dialyzer. The pt tolerated the remainder of the dialysis treatment and was then d/c to home when the therapy was complete. This pt was recently hospitalized for treatment of septicemia. The pt normally dialyzes with a reused dialyzer and this was the first treatment with this dialyzer. The rn also stated this pt has a history of circulation problems. A companion sample is available for evaluation. The pt is now dialyzing with use of reuse dialyzer fully recovered with no ill effect from this event.